Event description:
It was reported that a cadd® cadd-legacy® plus pump experienced a psi above 40. No patient injury was reported.

Manufacturer narrative:
One cadd cadd-legacy plus pump was returned for analysis in good condition. The customer's reported problem was "e.c. 1720, psi above 40". Inspection of the pump's event log revealed 7 high pressure alarms recorded. Evaluation testing consisted of sensor verification testing. The reported problem regarding "showed lec 1720 code" was able to be duplicated. The alarm sensors were tested and found functional and within specification at this time. Visual inspection finds evidence of possible fluid ingression at the dso sensor. The dso will be replaced as a preventative measure. What caused the reported problem is unknown. The DHR was reviewed and found to be in compliance. No manufacturing or testing issues were found.